Manufacturer narrative:
The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the second for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and the drip chamber was cut off and not returned with the sample. A calibrated console was used to sample and the cassette primed and tuned with the ultrasonic handpiece successfully and could achieve maximum vacuum. No system message was generated, no fluid or air leaks, and no cracks were observed on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balances slat solution (bss) bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion or obstruction was observed during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: 2019-12480

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the aspiration was weak during the phacoemulsification and irrigation/aspiration phases of a cataract procedure. The cassette pack was replaced with another one and the product was completed with no harm to the patient. No additional information is expected. .